Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument misfired while using the green sureform 60 reload and the blade was exposed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received both the sureform 60 stapler and the green sureform 60 reload involved in the complaint and completed the failure analysis. The green sureform 60 reload was analyzed and found to have lodged staples wedged in between the reload in front of the exposed knife. The staples were removed and there were 2 staples confirmed. There was also cartridge damage and blade damage to the knife observed. Additionally, the reload was found to have the knife exposed within the knife track. Log review was unable to be retrieved during this time. The knife was exposed towards the distal end. The reload was also found to have cartridge damage. The cartridge was found damaged in between the reload in front of the exposed knife. The piece was removed from in between the reload and the pusher was fully deployed. Furthermore, the reload blade was found to have mechanical indentations. The reload cover was removed, the pusher was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. The sureform 60 stapler was analyzed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. A review of the logs was unable to verify any failures. The stapler instrument was fully functional.